Manufacturer narrative:
Welch allyn/hillrom is reporting this event in an abundance of caution. The actual vaginal speculum was not returned to welch allyn. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to likely be related to potential impacts or loads on the shipping containers during transit or storage. Based on this information, no further action is required and no further investigation will be performed.

Event description:
Hillrom received a report from a the account that the vaginal speculum broke inside of a patient during a routine exam. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).